Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm. The customer's blood glucose (bg) level was 83 mg/dl. During troubleshooting with tandem technical support, the alarm reoccurred during an attempt to reset the pump. The customer was to use insulin injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.